Manufacturer narrative:
The additional xience v rx 2.75 x 12 mm (part # 1009528-12/lot# unk, xience v rx 2.75 x 12 mm (part # 1009528-12/lot# unk), and xience v rx 2.75 x 15 mm (part # 1009527-15/lot# unk) are being filed under the same MFR number. Death, as noted in the xience v instructions for use and risk assessment, is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality deficiency. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency. Although a conclusive cause cannot be determined.

Event description:
Reporting status: death. Reporting rationale: pt died suddenly/relationship to the device (if any) is unk. Device issue: no device malfunction has been reported. It was reported via a trial that in 2007, a total of four xience v stents (2.75 x 28 mm, 2.75 x 12 mm, 2.75 x 12mm, and 2.5 x 15 mm) were implanted. However, in 2008, the pt suddenly died at home (possibly a cardiac related death). The pt was reportedly taking aspirin, clopidogrel, and enoxaparin (low molecular weight heparin) medications. No additional event or pt info is available.